Event description:
The customer tested her blood glucose using her contour meter and received a reading of 260 mg/dl. She retested using another meter and received a reading of 80 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide add'l info before ending the call. New meter and strips were sent to the customer and she is to return her strips for eval. Strip info was not provided so the meter info is provided instead.